Event description:
Consumer reported left side "rupture, silicone migration, seroma-late, and infection-late onset." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of seroma and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: rupture, infection, seroma-late, and infection.

Event description:
Patient husband reported against left side "pain, fluid, rupture, displaced." And "leaking and causing infection." Healthcare professional additionally reported left "lobulated contours". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Further investigation: with the information collected during the investigation, there is enough evidence to support that lot number) 2816988 was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30020928 is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of oct-2020 through sep-2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - pain: unable to observe as it is a medical event that is not related to the device. - wrinkling: not observed.. - visibility/palpability: unable to observe as it is a medical event that is not related to the device. - seroma-late: unable to observe as it is a medical event that is not related to the device. - silicone migration: unable to observe as it is a medical event that is not related to the device. - infection-late onset: unable to observe as it is a medical event that is not related to the device. Additional observations: - red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.